Event description:
The ez35w was used during a laparoscopic opherectomy. It was fired with resulting staple line bleeding. A large bleeder was found proximally and a small bleeder distally. Used bipolar to control bleeding. This occurred on first firing of instrument. Used competitor product to do other side. Or staff took photo of both sides-photo shows co stapler bleeding and other dry. There was no consequence to the pt.